Event description:
It was reported that during an unknown procedure, the device was not working. It stopped functioning during the procedure. No patient consequences reported.

Manufacturer narrative:
(B)(4). Damaged joint cover, damaged nozzle. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 12nd firing during which stroke did the event occur? 2nd stroke. Can you provide more information about what stopped working? Did the device fire? The stapler got stuck at the 2nd stroke of 12th firing, no device didn¿t fire completely . Were staples delivered? If yes, was the staple line complete? Were the staples formed properly? Staples were delivered but not completely, staple line was not complete, staples were not formed properly. Did the device cut? If yes, was the cut line complete? Device cut till 2nd stroke but with incomplete cut line. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. The analysis found that one ec45a device was returned with the nozzle damaged and with no cartridge reload present. Upon further inspection, the device was noted to have the joint cover torn and missing. It is possible that the device was attempted to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as no cartridge was received for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.